Manufacturer narrative:
Additional information was received stating that there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a missing battery door, scratched lcd lens, bubbled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. Event history log verified ¿high alarm displayed: cassette not attached properly¿ occurred. Functional testing could not replicate the reported issue; however, the event was confirmed multiple times in the event log. The root cause was determined to be an intermittent dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was alarming ¿cassette broken¿. It is unknown if there was patient involvement, no adverse patient effects were reported.